Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " the locking mechanism, even when fully tightened, does not secure the pacing wire in place. We've also noticed that blood/fluid backs up into the swandom almost immediately as well. We ha a patient yesterday, who by the time they got up to their room, was not longer capturing. That patient had to be brought back to our lab and we we're still unable to secure the wire in place. Luckily our ep physician was free to place a permanent pacemaker at this time, but this could have easily been a major problem had the patient not had a decent underlying rate. " please see associated MDR#:3010532612-2026-00146.